Event description:
On january 28, 2008, the customer reported an ipump that failed incoming inspection testing. The device failed the downstream occlusion pressure testing twice after being received from baxter. The facility's biomedical engineering technician (bmet) performed the incoming inspection testing using the product manual provided by baxter. The device was not used for pt therapy.

Manufacturer narrative:
Device eval: a functional test was performed on the pump. The pump's pressure / downstream occlusion was 30.0 psi which is within the recommended specification of 22 +/- 10 psi stated in the service manual. The reported condition was not confirmed. Functional test was carried out as per service manual, and all values lie within specifications. The pump was released for clinical use. The mfg facility has been made aware of this report through baxter's complaint management tracking system. The mfg facility will continue to monitor similar reports for possible trends.